Event description:
The user stated she had free t4 results which had been questioned by the physician and provided results for 47 pt samples. Of the data provided, three results were discrepant. All results are in ng per dl. Sample 1 initial result was less than 0.02, repeat result on (B) (6) 2009. Was 1.28. The initial result was released and the doctor was notified and an amended report was sent out. On (B) (6) 2009, sample 2 initial result was 0.02, repeat result was 1.17. The result of 1.17 was released. On (B) (6) 2009, sample 3 initial result was 0.26 and was released. The result from a second sample was 0.96. The first sample was run twice on (B) (6) 2009 with result of 0.980 and 0.975. The doctor was notified and an amended report was sent out. The user stated neither pt whose erroneous result was released was adversely affected. The field service rep determined there was a cracked sipper probe and defective sr probe tubing. He replaced the sr tubing and the sipper probe assembly. To verify the analyzer operation, he ran performance e tests, calibration and qc with results within specs.